Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in the USA alleging the meter was displaying an unknown error message due to the test strips. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).